Event description:
Breast implants made me ill. Rashes, back/spine pain, inflammation, nausea, breast pain, heart palpitations, hormone issues, heavy menstrual (requiring endometrial ablation). (B)(4).